Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment/slda is the result of patient anatomy. The recurrent mitral regurgitation is the result of the slda. The recurrent mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted posterior prolapse. On (B)(6) 2020, two clips were successfully deployed, reducing mr to 1+. The next day, the second clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 2+. The physician stated the slda was due to pre-existing patient anatomy. The first clip remains stable on both leaflets. No additional treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.